Manufacturer narrative:
No sample was returned for evaluation. A potential failure mode could be ¿material not biocompatible¿. A potential root cause for this failure mode could be ¿patient sensitivity to materials¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required due to product code z634 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced self-limited bleeding and an urinary tract infection as a result of use of the magic 3 catheter. Reportedly, the patient was able to void and he was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced self-limited bleeding and an urinary tract infection as a result of use of the magic 3 catheter. Reportedly, the patient was able to void and he was treated with antibiotics.